Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 29280652.

Event description:
It was reported that the patient had a bump over or on top of the midline incision. The patient underwent a revision procedure wherein the physician opened the midline incision and created a deeper pocket for the anchor and lead to sit. The midline incision was then closed, and no product was explanted.